Event description:
The report indicated that while delivering a 6.0x100mm smart control stent to the superficial femoral artery, resistance was felt with a non-cordis guidewire and therefore, the stent was removed from the patient. Preliminary device evaluation revealed that the stent was protruding 1 cm. Two other smart control stents (6.0x80mm and 7.0x60mm) were placed at the lesion. Following the percutaneous transluminal angioplasty (stenting), a 6f exoseal vascular closure device (vcd) was inserted into an unknown sheath introducer (si) and retracted; however, the indicator window never changed to black-black pattern. Devices were removed without plug deployment and manual pressure was applied to achieve hemostasis. There was no patient injury reported and the devices have been returned for analysis. The target lesion had 95% stenosis, heavy calcification, and moderate tortuosity. Approach was made via contralateral femoral artery. The lesion was pre-dilated. While the smart control stent was being advanced to the lesion over a non-cordis guidewire, resistance was experienced. Therefore, the stent was removed from the patient and two other smart control stents were utilized with no problems. The device was stored and handled according to the IFU, appeared normal prior to use, and was prepped normally. The non-cordis guidewire was used successfully with the other devices. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to the IFU. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was observed.

Manufacturer narrative:
The exoseal vcd and sheath continued to be retracted together; however, the indicator window never changed to a solid black color. Therefore, devices were removed as a single unit without plug deployment and manual compression was applied to achieve hemostasis. The physician had achieved certification on the use of the exoseal but it is unknown how many times the physician has used the device prior to this procedure. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Concomitant devices: guide wire: chevalier300, radifocus, balloon catheter: aviator, sleek, other: exoseal.

Manufacturer narrative:
Complaint conclusion: the report indicated that while delivering a 6.0x100mm smart control stent to the superficial femoral artery, resistance was felt with a non-cordis guidewire and therefore, the stent was removed from the patient. Preliminary device evaluation revealed that the stent was protruding 1 cm. Two other smart control stents (6.0x80mm and 7.0x60mm) were placed at the lesion. Following the percutaneous transluminal angioplasty (stenting), a 6f exoseal vascular closure device (vcd) was inserted into an unknown sheath introducer (si) and retracted; however, the indicator window never changed to black-black pattern. Devices were removed without plug deployment and manual pressure was applied to achieve hemostasis. There was no patient injury reported and the devices have been returned for analysis. The target lesion had 95% stenosis, heavy calcification, and moderate tortuosity. Approach was made via contralateral femoral artery. The lesion was pre-dilated. While the smart control stent was being advanced to the lesion over a non-cordis guidewire, resistance was experienced. Therefore, the stent was removed from the patient and two other smart control stents were utilized with no problems. The device was stored and handled according to the IFU, appeared normal prior to use, and was prepped normally. The non-cordis guidewire was used successfully with the other devices. Femoral artery suitability for placement of the exoseal was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to the IFU. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was observed. The exoseal vcd and sheath continued to be retracted together; however, the indicator window never changed to a solid black color. Therefore, devices were removed as a single unit without plug deployment and manual compression was applied to achieve hemostasis. The physician had achieved certification on the use of the exoseal but it is unknown how many times the physician has used the device prior to this procedure. One non-sterile smart control, iliac 6x100ml was received coiled in a plastic bag. The locking pin was observed in place and the unit was pre-deployed. No more anomalies were found. Functional test was performed using a cordis lab sample 0.035¿ as is required in the IFU. The guidewire was introduced through the unit and resistance was felt in lumen hub area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. The failure ¿sds -deployment difficulty-premature deployment¿ reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The reported failure was confirmed. The root cause could not be conclusively determined it appears to be related to the manufacturing process of the product. A risk assessment is open to address this kind of issue.

Manufacturer narrative:
Complaint conclusion: the complaint conclusion has been updated to reflect additional information in the analysis. The report indicated that while delivering a 6.0x100mm smart control stent to the superficial femoral artery, resistance was felt with a non-cordis guidewire and therefore, the stent was removed from the patient. Preliminary device evaluation revealed that the stent was protruding 1 cm. Two other smart control stents (6.0x80mm and 7.0x60mm) were placed at the lesion. Following the percutaneous transluminal angioplasty (stenting), a 6f exoseal vascular closure device (vcd) was inserted into an unknown sheath introducer (si) and retracted; however, the indicator window never changed to black-black pattern. Devices were removed without plug deployment and manual pressure was applied to achieve hemostasis. There was no patient injury reported and the devices have been returned for analysis. The target lesion had 95% stenosis, heavy calcification, and moderate tortuosity. Approach was made via contralateral femoral artery. The lesion was pre-dilated. While the smart control stent was being advanced to the lesion over a non-cordis guidewire, resistance was experienced. Therefore, the stent was removed from the patient and two other smart control stents were utilized with no problems. The device was stored and handled according to the IFU, appeared normal prior to use, and was prepped normally. The non-cordis guidewire was used successfully with the other devices. Femoral artery suitability for placement of the exoseal was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to the IFU. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was observed. The exoseal vcd and sheath continued to be retracted together; however, the indicator window never changed to a solid black color. Therefore, devices were removed as a single unit without plug deployment and manual compression was applied to achieve hemostasis. The physician had achieved certification on the use of the exoseal but it is unknown how many times the physician has used the device prior to this procedure. One non-sterile smart control, iliac 6x100ml was received coiled in a plastic bag. The locking pin was observed in place and the unit was pre-deployed. No more anomalies were found. Functional test was performed using a cordis lab sample 0.035". The guidewire was introduced through the unit and resistance was felt in lumen hub area. Usable length was measured and was found acceptable per drawing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. The failure ¿sds -deployment difficulty-premature deployment¿ reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The reported failure was confirmed. The root cause could not be conclusively determined it appears to be related to the manufacturing process of the product. A risk assessment is open to address this kind of issue. There is no change to the previously submitted evaluation codes.